Event description:
This unit is used for studies at other facilities so it is taken off the cart and put in a case for transport. When moving the unit off the cart the staff member heard something rattle inside the cx50. She placed a call with biomed who discovered a loose screw rolling around inside. Biomed was able to get the screw to fall out one of the fan openings. Upon examination of the screw there was no evidence of loctite on it which the philips field service technician said all the screws should have. After removal of the screw biomed did a preliminary check and everything appeared to work however the ECG portion failed the next day. The ultrasound technician said this happened one other time and the loose screw caused a failure of the main board. Per site reporter: the local service technician replaced the defective ECG board and removed all of the screws on the board the screw fell out of and added loctite to each one and replaced them. He also found that a total of 2 screws were missing not just the one biomed retrieved.